Event description:
It was reported that during implant high impedance was noted on the implantable leads connected to the analyzer cables. After switching the cables the lead measurements were the same, but it was requested that the cable be analyzed for any potential issues. The cable was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found. Cable continuity tested ok. No intermittent connection found when cable was bent / manipulated. Connections were not shorting out between themselves. All alligator clips were painted (discolored).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.